Event description:
The patient was found soaking in sweat and non-responsive. Spouse called the paramedics and then used the suspect device to check pt's blood glucose. Spouse obtained a result of 118mg/dl. Paramedics arrived and then used their own equipment to check pt's blood glucose and the result was 30mg/dl. Pt was transported to the hosptial and treated with glucose IV by paramedics and the hospital. The suspect device was replaced with new product and authorized for return to the manufacturer for evaluation. The device involvement prior to the event is unknown. Meds were taken four hours prior to the event. Glucose control solutions were not used on the system.